Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that downstream occlusion (dso) seal was unattached and falling off. Software upgrade was required, and there was no patient involvement.

Manufacturer narrative:
Received one device. Customer complaint of ¿downstream occlusion sensor (dso) seal was unattached and falling off¿ confirmed through visual inspection. Found delaminated dso seal. Replaced dso seal. Repair confirmed through visual inspection and downstream occlusion test. Upon further investigation, found air bubble in uso seal. Replaced uso seal. Performed calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.